Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. As such, a lead micro-dislodgement was suspected and a revision procedure was performed. The physician elected to remove and replace the lead, anticipating that the lead could have tissue within helix mechanism, to prevent future issues. No additional adverse patient effects were reported.